Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The distributor reported for the medical facility that the hohmann retractor broke during procedure. The rn operating room manager reports the procedure was a total knee replacement. Post operative x-ray showed no foreign bodies were found in the patient. No further treatment necessary. There was no patient injury.